Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a fractured rib and felt that the lifevest caused it from being too tight. The cause of the fractured rib was not determined by a medical professional. The patient felt pain on their side, their doctor did an x-ray, and advised patient that it showed a fracture. There was no alleged device malfunction contributing to the fracture. Patient did not receive medical intervention for the rib fracture. The medical outcome is unknown.